Manufacturer narrative:
The insulin pump was received with unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the motor would not stop when filling finished and also when delivering a bolus. The customer reported that a lot of insulin would come out. The customer mentioned that the motor was making a hard sound. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.